Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced persistent high glucose readings, with a highest continuous glucose monitor (cgm) value reported as ¿high¿ and a confirmatory fingerstick of 544 mg/dl followed by 382 mg/dl, and the user noted a strong insulin odor and stickiness at the bottom plunger area of a prefilled pumpcart reservoir, consistent with a leak. The user was using an inset 23" infusion set on the abdomen and completed a full supply change with guidance. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to treatment or therapy without hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed evidence consistent with a leak or seal issue associated with the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.